Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "replacement due to prosthesis ruptured for left side". Healthcare professional, later reported, ¿breast implant rupture¿. ¿replacement, due to prosthesis ruptured for left side¿. And ¿due to malignant neoplasm of left breast¿. Which is not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and more than three openings were assessed as surgical damage. ¿ cancer: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for left side." Healthcare professional later reported ¿breast implant rupture¿, ¿replacement due to prosthesis ruptured for left side¿. And ¿due to malignant neoplasm of left breast¿- which is not device related. The device has been explanted.